Event description:
Boston scientific received information that right ventricular (rv) lead exhibited high out of range pacing impedance measurement, noise with oversensing leading to inappropriate therapy. The pacing portion of this lead was surgically abandoned and a new rv lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
The shocking portion of this lead remains actively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.